Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: sc-2218-50. Model: m365sc2218500. Serial: (B)(6). Batch: 7110491/7110577.

Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason. Additional information was received that the reason for the replacement was due to the patient was not getting an adequate pain relief. The leads were also replaced during the procedure and the patient was doing well postoperatively. The explanted devices were not returned as they were kept the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason.